Event description:
Black deposit in the reinfusion bag and in the blood filter.

Manufacturer narrative:
The delay in reporting was due MFR's misunderstanding about the need to notify FDA of events involving product not distributed in the us. Co is the distributor of a similar product sold in the us product catalog no. Cod.740e/175 is not distributed in us. However, catalog no. (Ws175e) is sold in the us and is similar to that sold in another country. Cod.740e/175 does contain the component that is involved in the us field correction; therefore, a medwatch report was determined to be appropriate. The product involved was returned and visually and dimensionally inspected. The inspection confirmed the presence of debris and found a defective coupling angle between the centrifuge mounting ring and the bottom of the bowl. Additional eval was performed on the wash sets in the bracket that included this lot. That eval included performance testing and revealed that if the bowl cannot be inserted into the centrifuge in accordance with the IFU, there is a risk that the bowl's rotating seal area could deteriorate during operation, releasing particulates into the processed blood. The loading of wash sets from this bracket of product can be more difficult due to a mfg process error that resulted in a slight deformation in the mounting ring on the bowl bottom. The process error has subsequently been corrected by MFR. MFR completed a risk assessment that lead to a field notification that included the product sold in the us. The field notification in the us was conducted by co, the distributor of the us devices. The local FDA office was notified of the field action and the reporting number will be provided when it is available.